Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The patient was revised to due to a dislocation. Prior to being revised the patient underwent a closed reduction for a dislocation. Doi: (B)(6) 2013 dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised to due to a dislocation. Prior to being revised the patient underwent a closed reduction for a dislocation.